Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for eight days (injection, frequency, route and dose not reported). At the time of this report the patient outcome and action with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, the cause of the event was reported as a break in aseptic technique, further described as the patient was not wearing a mask and was not following proper therapy procedures. The peritonitis was manifested by cloudy effluent, abdominal pain and vomiting. The patient was not hospitalized for the event. On the same day as onset, the patient was treated with vancomycin (500mg, every third day, intraperitoneally for fourteen days) and fortum (1g, once a day, intraperitoneally for fourteen days) for the event. At the time of this report, the patient had been retrained on proper aseptic technique and had recovered from the event. Pd therapy was ongoing. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.